Event description:
Nonfunctioning penile prosthesis was placedin 1988removed and replaced 12/10/93;manufacturers repressentative aware at time of surgery. Findings: 1. Ruptured tubing at junction between the pump and the reservoir tubing. 2. Ruptured tubing at the region of the left cylinder tubing entry site.